Event description:
The rep reported the device was used during a thoroscopy. It was reported the atb35 was used to cut a wedge from lung tissue. The instrument fired but upon pressing anvil release button the jaws would not separate. The pt required opening to have the instrument extracted.